Event description:
It was reported that during a gynecological myomectomy procedure, the long bipolar grasper instrument was entangled with unspecified tissue in the clamp. The instrument was unable to remove or manipulate as the cable was broken and the tip of the instrument was not in line with the shaft. The use of the instrument release key (irk) was attempted but unsuccessful. The tissue was removed using other instruments. The instrument was eventually removed with the cannula together. Intuitive surgical, inc. (Isi) obtained the following information from the robotics coordinator who had discussed with the surgeon: the instrument was grasping and retracting tissue, when the surgeon noticed that the long bipolar grasper instrument was not working, and it was discovered that tissue was stuck in the outer hinge of the instrument. Debakey laparoscopic forceps, ligasure, and monopolar curved scissors were used to remove the stuck tissue from the instrument. The system was undocked, and the instrument was removed with the cannula/trocar together. It was confirmed that no fragments fell in the patient. It was unclear what tissue was stuck. It was mentioned that no repair/medical intervention was performed for the removal of the stuck tissue, as sutures are always applied after removing fibroids. It was unknown if there was any bleeding, but no blood transfusions were given. The surgery was completed laparoscopically, without increasing port incision size. The patient was reportedly discharged home the same day with no post-operative complications. Isi also made multiple follow-up attempts to the surgeon to confirm the following: what tissue was stuck on the instrument and whether there was unanticipated bleeding due to this incident. However, at the time of the report, no additional information was received from the surgeon.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have a broken main tube related to the customer reported complaint. A piece measuring approximately 0.146¿ x 0.240¿ was not returned with the instrument and functional testing was unable to be performed due to the returned condition of the instrument. Failure analysis also found the instrument to have a broken conductor wire at the yaw pulley. The broken conductor wire was pulled out of the insulation, exposing the wires. The instrument failed the electrical continuity test. No signs of thermal damage were observed. A review of the instrument logs for the long bipolar grasper (part#: 470400-10 / serial#: (B)(4)) associated with this event was performed. The instrument was last used on (B)(6) 2023 on system serial# (B)(4) with 1 use remaining. Based on this review, the instrument was confirmed used during the event reported in this record and it was not used in subsequent procedure(s) after its last usage. A review of the site's system logs revealed that there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the image associated with this event revealed that the long bipolar grasper (lbg) instrument was broken at the proximal clevis. The instrument was unable to be removed through the cannula as a result. Armpod messages on both universal surgical manipulator (usm) 2 and usm 3 show that the ¿arm is not ready to move. Remove the instrument to continue.¿ the instrument was likely disengaged at the carriage, but because the distal end was not able to pass through the cannula, the armpod message appeared on usm 2. This is considered a reportable event due to the following conclusion: during a da vinci-assisted gynecological myomectomy, unspecified tissue was stuck in the long bipolar grasper instrument while in clamp, and the surgeon had to remove the stuck tissue using 3rd party instruments and the monopolar curved scissors instrument. It was mentioned that no additional repair/medical intervention was performed for the removal of the stuck tissue, as sutures are always applied after removing fibroids. It was unknown if there was any bleeding, but no blood transfusions were given. The system was undocked, and the instrument was removed with the cannula/trocar. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for the blank fields is not available. Fields are not applicable.